Event description:
Customer reportedly received the following results within 10 minutes on the same device: 358 mg/dl, 86 mg/dl, and 170 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.